Event description:
A malfunction alarm was reported, identified by a specific malfunction code and was not resettable. There was no adverse impact on the customer's blood glucose level as it did not exceed the specified threshold. Technical support arranged for a replacement pump, and the customer planned to use a backup insulin pump to ensure continuous insulin delivery. The customer was instructed on how to put the malfunctioning pump into storage mode and to return it with a pre-paid label within ten days, acknowledging and understanding all instructions provided.